Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient stated they have been experiencing syncopal episodes. A remote interrogation was performed using the patient's remote home monitor and the data was sent to the clinic for evaluation. The patient was referred to the clinic for follow-up. The cause of the syncope is unknown and the pacemaker remains in service. No additional adverse patient effects were reported.